Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call indicating high blood glucose readings and absence of no delivery alarm from the insulin pump. The customer's blood glucose reading was 500 mg/dl, which was treated with syringes. The customer had symptoms such as being tired. The customer reported the drive support cap to appear normal. The customer mentioned no visible cracks on the tubing clamps. After troubleshooting, the pump still alarmed. The insulin pump will be returned for analysis.